Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. The main system stopcock injection site cap was found to be missing. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ proteinaceous debris was noted within the device. The IFU also caution that ¿care must be taken to ensure that particulate contaminants are not introduced into components during implantation, testing or handling. This could result in improper performance of the system.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product was leaking at the main stem stopcock post-operatively. According to the report, the device had been used for less than 24 hours. Reportedly, there was no injury to the patient and they were stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.